Manufacturer narrative:
H2/h3/h6: the encode rail was returned and analyzed. The encode rail was installed in an o-arm system. The system failed to initialize. Motion calibration failed. Detector encoded guide rail calibration failed ; unable to find first index. Codes 10, 4203 and 4307 are applicable. Section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000236 encode rail det medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000236, lot /serial/version #: n/a. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the system had a bad detector encoder. The replaced the detector encoder rail then the system was fully functional and operated as intended. The rotor control box was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because it was returned unused. The encoded guiderail was returned to the manufacture for evaluation and is under analysis at the time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when powering the system on it displays initializing collimator error. They rebooted the system but it did not resolve the issue. When they rotated the x-ray tube it did not line up 90 degrees with the image intensifier. The manufacturer representative stated that the system would not dock properly as well, even after re-homing the system. No patient was present at the time of the event.